Event description:
A female patient reported using renu with moistureloc multipurpose solution and being diagnosed with iritis in the right eye by a physician. The patient was prescribed pred-forte qid. Her condition subsequently resolved with a visual acuity of 20/20. She was prescribed new lenses. The physician stated no underlying cause and did not attribute the iritis the use of lens solution.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual cirucmstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.